Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed to unlock. The field service engineer unscrewed and removed the latch from the housing, replaced it, and successfully transferred the wire harness to the new latch. The client successfully recovered the unit, and the hardware test application was performed with successful results. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had refrigerator door seems to be jammed and tried multiple times to open and close but door failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had refrigerator door seems to be jammed and tried multiple times to open and close but door failed. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.